Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). The getinge field service engineer (fse) found that the ECG and trainer sockets were damaged. The fse replaced the front-end board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0769 rev f sn: (B)(6) front end board. This part was received with a reported unit failure message of damaged ECG connector. Performed visual inspection of these parts received and found ECG connector from inside was damaged. The fat dept. Verified the failure message of ECG connector damaged. Retaining front end board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a damaged ECG connection and trainer sockets. There was no patient involvement.